Manufacturer narrative:
H3. Device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this pb980 ventilator shut down. The device was available for evaluation. The logs do not provide conclusive evidence to confirm or refute whether ventilation stopped at the time of the reported event but did confirm a loss of communications between the breath delivery (bd) central processing unit (cpu) and the graphical user interface (gui) cpu. The service personnel (sp) inspected the ventilator, reviewed logs and found the unit failed power on self test(post). Based on the post code, sp replaced the mix controller printed circuit board assembly(pcba). Additionally, the unit failed exhalation flow sensor calibration; therefore, sp replaced the exhalation valve flow sensor(evq) and reseated the exhalation valve connections. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. A potential cause of the reported shutdown was a transient loss of communications between the bd cpu and the gui cpu. The cause of the additional findings were isolated in the field to a potential fault in the mix controller pcba, a potential fault in the evq and/or the connections within the exhalation valve. All events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator shutdown. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section b5 updated section d9 updated due to part return section h6 device code additional code added h3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this pb980 ventilator shut down. After the patient was removed, the ventilator was sent to biomedical engineer who powered on the ventilator but the ventilator did not pass the mix subsystem test portion of the power on self test (post). The device was available for evaluation. The logs do not provide conclusive evidence to confirm or refute whether ventilation stopped at the time of the reported event, but did confirm a loss of communications between the breath delivery (bd) central processing unit (cpu) and the graphical user interface (gui) cpu. The service personnel (sp) inspected the ventilator, reviewed logs and found the unit failed power on self test (post). Based on the post code, sp replaced the mix controller printed circuit board assembly(pcba). During testing after board replacement, the unit failed exhalation flow sensor calibration; therefore, sp replaced the exhalation valve flow sensor(evq) and reseated the exhalation valve connections. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The evq was not returned to medtronic for analysis. One mix controller pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The investigation could not confirm the reported shutdown. The cause of the loss of bd communication was a transient issue with the ethernet between the gui and the bd cpu which affected the bd software's ability to communicate. The likely cause of the mix subsystem test failure during post was due to transient issue with communicating data between the mix subsystem and the breath delivery cpu. The cause of the evq calibration failure was isolated to a potential fault in evq. All events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated: it was reported that, while in use on a patient, this 980 ventilator shutdown. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. After the patient removal, the ventilator was sent to biomedical engineer who powered on the ventilator but the ventilator did not pass the mix subsystem test portion of the power on self test (post).